Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the patient experienced diaphragmatic nerve stimulation. It was noted that the left ventricular (lv) lead exhibited high thresholds. The lv lead was not used and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed, and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the diaphragmatic nerve stimulation and high left ventricular (lv) lead thresholds were due to patient anatomy.